Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an IV tubing separated from the drip chamber and leaked remicaide onto the floor and onto the nurse. The IV tubing was connected to the patient during the event. The customer reported no patient and/or user harm.

Manufacturer narrative:
The customer¿s report of tubing separated from the drip chamber was confirmed. Visual inspection noted that vinyl tubing was completely separated from the drip chamber. Further inspection under magnification showed that both sides of the vinyl tubing had insufficient solvent applied at the engagement. Functional testing was not performed due to tubing being separated at the component engagement, and fluid was leaking from the separation on the set. The root cause of the separation was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing to the drip chamber.